Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The on/off switch to the power supply was not functional. No additional findings were reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established. However, it is probable the on/off switch button was damaged and had poor contacts of the switches. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the main button on the visera xenon light source was stuck and doesn¿t turn off. The issue occurred intermittently and was found during procedure. There were no reports of patient harm.